Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it has been reported that a file breakage with reciproc r25 occured during use with the incorrect contra angle. The broken part remained in root canal and could not be removed. Usage of a wrong device could lead to device malfunction resulting in a serious injury.